Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a vats pneumonectomy, the cartridge fell off the jaw before the first stroke of the fourth firing on the blood vessel. The cartridge was gold. After that, the device was not used. Other devices were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n5317j. The analysis found that one sc45a device was returned in good visual condition and with an ecr45d cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device history records were reviewed and the manufacturing criteria were met prior to the release of the device.